Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit passed. Log review was performed and no errors were found related to customer complaint. Perform pairing test with nordic bluetooth device and pairing test failed . The reported event loss of connection was confirm. A root cause could not be determined.